Manufacturer narrative:
The sling was returned to the MFR for investigation and conclusion. The sling identity labels had been washed out but by label substitution, the manufacture and test date was confirmed as (B)(6) 2000. The sling has therefore exceeded the normal life expectancy of two years. The keyhole gateway of each attachment clip was measured, and all were found to exceed the manufacturing spec due to wear and insert deformation. The right hand leg and left hand shoulder clips had the largest gateways, measuring 7.02mm, despite the wear and insert deformation, the four clips still retained a light interference fit when checked with a plug gauge (07.06mm) representing lift knobs on minimum diameter. The right hand leg attachment clip has also suffered a break through the cold shut line of the rail adjacent to the large diameter hole of the keyhole. In normal everyday use, this rail is a non-loadbearing rail. The MFR is unable to determine the precise reason why the leg attachment clip detached. However, the break in the non-loadbearing rail of the clip is not considered to be a contributing factor. The clip gateways have a small amount of wear and insert deformation, but it should be noted that the safety of the sling is not compromised even if the clips are a loose fit, provided the clips are fully engaged on the hanger bar of the patient lifter. The lifter operating instructions include a warning notice which states, "important: always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle and in tension as the patient's weight is gradually taken up." This statement is also referred to in the "guidelines on the use of our sling." The MFR recommends users be advised that the attachment clips must be securely located on the lifter hanger bar as per the lifter's operating instructions. The info is also referred to in the "guidelines on the use of your sling." Add'l inservice training was provided to all staff present on march 11th, 2004.

Event description:
The facility reports two carers were transferring the patient from the wheelchair to the commode. The staff had raised the patient approximately 6 to 8 inches off the chair when a noise was heard. Before they could react, the patient slipped through the sling and bounced off the chair seat and onto the floor, hitting her head on both the chair and the floor. The right leg strap was the only clip that was not in position on the hanger bar when the resident had slipped to the floor. The patient was sent to the hospital to be assessed and was found to have bruising to the back of the head. MFR. Rep. No. Exp "04/028".